Event description:
It was reported clinicians in the ICU report that devices are shutting down without any alarms or any logged information. Customer has confirmed this is not a battery issue. There was no information on patient involvement. Additional information was received that the customer has issued a practice alter to staff regarding this issue. Upon on site visit from manufacturer it was noted that devices had green/blue deposits on iuis. This was reported during manufacturer representative on site visit.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: unique identifier (UDI) #, medical device serial #, device manufacture date. Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-62339 is a concomitant. Please refer to manufacturer report number 2016493-2025-62299, which captured the correct suspect device per investigation report.

Event description:
It was reported clinicians in the ICU report that devices are shutting down without any alarms or any logged information. Customer has confirmed this is not a battery issue. There was no information on patient involvement. Additional information was received that the customer has issued a practice alter to staff regarding this issue. Upon on site visit from manufacturer it was noted that devices had green/blue deposits on iuis. This was reported during manufacturer representative on site visit